Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test at 22 psi on medium. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was not reproduced during evaluation. The force sensor values were found out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.